Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the product is in process; the results will be forwarded when available. An allegation from a consumer had been received regarding the right ventricular lead approximately twenty-seven months prior to the patient's death, and was submitted via a timely summary report. The right ventricular lead remained in use. No further allegations have been received/reported.

Event description:
A dual chamber implantable cardioverter defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately four years and seven months post the device system implant. A cause of death will not be received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. An allegation from a consumer had been received regarding the right ventricular lead approximately twenty-seven months prior to the patient's death, and was submitted via a timely summary report. The right ventricular lead remained in use. No further allegations have been received/reported. Evaluation summary: (B)(4) - the lead was returned to the manufacturer and analysis unknown/not analyzed. This is a legal contact; therefore, no analysis was performed.